Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2024 leica biosystems was contacted by the customer and provided the following information: on (B)(6) 2024 a biopsy run (asap biopsy run) on the asp300 s containing 25 samples experienced poor processing at the wax step. This caused the expansion of sections on the water bath. On (B)(6) 2024 leica biosystems nussloch received the following information from the investigating field applications specialist: as per feedback from the pathologist, 1 sample (b1) was not be diagnosable. Because 2 samples had been collected and processed for that particular patient, and because the second sample (a1) could be diagnosed, no impact to the patients health was reported.

Manufacturer narrative:
The investigation revealed the following: the instrument logs could not be analyzed, because the instrument, which is from 2007, failed to copy the logs with a floppy disk converter. Therefore, no logs could have been collected. Based on the customer visit, recommendation from leica field application specialist was to increase the processing temperature from 58 to 60 degrees. The customer ran a test tissue and was satisfied with the result, until patient prostate biopsies were processed. The customer said that at 60 degrees, it caused nuclear clearing on prostate needle biopsies. The customer changed the processing temperature back to 58 degrees and added a dedicated prostate needle biopsy processing protocol. The customer informed leica biosystems that all patient tissue is diagnosed.